Event description:
I was injected with counterfeit dermal filler and had multiples abscesses and complications. I went to a dermatologist that looked up. The lot numbers of the restylane used and it was counterfeit. Pt code: 1690. Device code: 1670. Ref report: mw5184735.